Event description:
The lead was implanted on (B)(6) 1999 and capped on (B)(6) 2012. The lead was capped due to high thresholds. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).